Event description:
It was reported that during primary right triathlon surgery, surgeon was trialing femur, baseplate, and insert. When surgeon tried to disengage the handle from the baseplate, it would not disengage. The sales rep indicated that when he tried to use the device after, it disengaged fine.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding an alignment handle becoming stuck on a tibial template involving a tibial alignment handle was reported. The event was not confirmed. Method & results: -device evaluation: functional inspection could not confirm the reported event as the devices were fully functional. -medical records received and evaluation: no patient medical records were available for review. -device history review: review of device history records indicates the lot was manufactured and accepted into final stock. -complaint history review: a review of the complaint databases indicates that there have been 3 other events for the lot referenced. Conclusions: functional inspection could not confirm the reported event as the devices were fully functional.

Event description:
It was reported that during primary right triathlon surgery, surgeon was trialing femur, baseplate, and insert. When surgeon tried to disengage the handle from the baseplate, it would not disengage. The sales rep indicated that when he tried to use the device after, it disengaged fine.